Manufacturer narrative:
H2: additional information: see d10. H3: one cadd administration set from p/n 21-7081-24 l/n unknown was received inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample was received cut from the tube connected to injection site to the male luer. Leak testing on the sample received was performed using a syringe to look for unusual functions. No discrepancies were detected; the test successfully passed. The cause of the issue could not be determined since there was no fault found with the returned product.

Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site. Related MFR numbers are : 3012307300-2019-06191, 3012307300-2019-06193.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". There was no reported injury to the patient.